Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (gelled belt) was confirmed. Upon evaluation, the unit would not power up, yet all power supplies on the computer analog board were operating properly. The root cause for the unit not powering up cannot be positively determined but is likely due to a faulty u300, u304, u305, or u306. All components are now obsolete for the 3100 model, so the defective component(s) could not be replaced and tested. No adverse event resulted from the defective component(s). The pt received a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor produced a normal siren alarm then an abbreviated siren alarm. Later, the belt gelled after only a vibration warning. The pt was issued a replacement monitor and electrode belt.